Manufacturer narrative:
(B)(4).

Event description:
It was reported that a g7 wearable failure was reported. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because there were no log data to review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. H6 health effect - clinical code - e2304 chills. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a g7 wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient checked her readings which was cgm 47 mg/dl and bg 77 mg/dl. Then she calibrated it and it fixed itself temporarily and that's when it failed after. She does not know how long she was out for and when she came to, she said she was weak, feeling extremely cold and having a hard time getting up from the floor. She was attempting to call 911 but did not have the strength to do so. When she gained enough strength, she was able to get her glucose tablets and took them, and that's when she slowly recovered from the episode. After recovering, the patient was weak and freezing cold. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.